Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Absence of occlusion alarm not confirmed. Device received with scratched case. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was 204 mg/dl. The customer treated their high blood glucose with manual injections. During troubleshooting, the insulin pump did not pass the high pressure test. Customer has been using insulin pump system within 48 hours of reported high blood glucose. No harm requiring medical intervention was reported. The pump will be returned for analysis.